Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information requested and received: were any of the four devices locked on tissue when they would not open? If yes, how was device removed from the tissue? Yes, 1 of the guns was stuck on tissue after firing. The emergency latch on the top of the gun was used. The emergency latch on the top of the gun was used.¿ however, it is unclear if the emergency latch worked to open the jaws. Can you please clarify which ¿emergency release¿ in the original reported event did not work for each of the four staplers? Was the knife reverse button attempted? Was the manual override attempted? If yes, did it work? Did the jaws of the devices eventually open (again, please confirm for each of the four staplers)? I was told the emergency latch was only used on 1 of the guns and the jaws were able to be opened on that particular gun. The guns were not identified or tagged in any way so it is unclear which gun this was in the batch. For the other 3 guns, they are saying the emergency latch was not used but the jaws would not open after firing. It is unknown whether the reverse was used for these 3

Event description:
It was reported by the sales rep that during a sleeve procedure, the stapler did not want to open or fire after being closed; even the emergency release did not work on all four staplers. It is unknown how the procedure was completed. There were no patient consequences reported. Three devices will be returned.

Manufacturer narrative:
(B)(4). The analysis found that one plee60a device (c) was returned in good visual condition and with one gst60d cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.